Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt experienced nausea, "constant" vomiting and symptoms similar to those experienced prior to having the device implanted. The pt was admitted to the hospital on (B)(6) 2010, and was still admitted at the time of this report. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.